Event description:
Procedure: splenectomy. According to the reporter: the magazine could not be opened and could not be removed from the tissue. It was changed to an open surgery to remove the instrument with the magazine.

Manufacturer narrative:
(B) (4).